Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The balloon was returned for evaluation. During the investigation, the balloon was inflated with saline using the inflation lumen bypass tool. Upon inflation, a pinhole was found in the balloon material at the proximal balloon marker band. Based on the provided information, the reported complaint of a ruptured balloon was confirmed; however, the device did not show evidence of overinflation. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00207.

Event description:
It was reported that the balloon "ruptured" during the inflation. The balloon was replaced with a new scepter c balloon. There was no reported patient injury or health damage.